Manufacturer narrative:
Additional information was received on 11/25/2020, patient is 33-years-old. On 11/30/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also on 12/14/2020, mentor became aware that the legal manufacturer address information was submitted incorrectly in the initial report. Please refer to h.11 corrected data section for corrections. Manufacturer¿s reference number: (B)(4). The section g1. Relevant fields have been updated.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/15/2020. On 12/17/2020, mentor became aware that section d9. Fields were erroneously omitted in follow up report 1. Corrected data section for corrections. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4). D9. Fields have been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a 495cc mentor memoryshape breast implant experienced left sided capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with like devices on (B)(6) 2020.